Event description:
It was reported that during a lap gastric bypass roux-en-y procedure, staples would not properly form and the manual release button had to be used to release the device. The case was completed with another device of the same product code. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.